Event description:
Customer reports black spots inside the filter. No pt involvement.

Manufacturer narrative:
(B)(4). A 100% inspection was performed and identified that fifteen (15) administration sets clearly had the "black spec" inside the filter. Filter was manufactured by filtertek. The fifteen (15) administration sets were sent to filtertek for investigation. A follow up will be sent when new info is received from the manufacturer.